Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep. The cause was undetermined. The por has been resolved. The patient weight has been updated. It was reported that this wasn't confirmed with the physician, however,it was confirmed by the patient and their wife.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported there was a por (power on reset). It was unknown what type of por it was. No patient symptoms or further complications were reported as a result of this event.